Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and identified a crack in the drain funnel which allowed for the funnel to fall off. Also the technician heard a loud noise coming from the vacuum pump.the technician replaced the vacuum pump as a precautionary measure unrelated to the reported leak. He then replaced the drain funnel, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported their sterilizer was leaking water onto the floor. No report of injury; however a procedural delay was reported.